Event description:
Pt had vaginal delivery. Handgrips on labor bed were turned inward, and she had her knees/lateral aspect of legs resting against handgrip. Twelve hours later, she complained of left foot dragging and weakness. The exam was consistent with focal nerve injury of left common peroneal nerve. She was dismissed with a crutch with instructions to see neurologist asap. Examined by two physicians prior to dismissal.